Event description:
Customer reported that he had low and high blood glucose because his insulin pump was over and under delivering. Customer stated that his doctor had reviewed the settings, but his blood glucose was still going up and down because the insulin pump delivered different amounts of insulin than the amount was programmed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.